Manufacturer narrative:
(B)(4). Date sent: 10/23/2020 d4: batch #u5ak93 investigation summary the analysis results found that the ats45 device was received with the closing trigger and anvil in the closed position with a 6r45b reload loaded in the device. The reload was received fully fired and with the cartridge deck damaged. The device was tested for functionality with a test reload, and it fired and cut without any difficulties. The staple line and the cut line were complete and the staples met the staple form release criteria a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported during an unknown procedure, the magazine and the counter plate were moving and triggering the device was not possible. An additional device was opened and the operation ended with no influence on surgery. There were no patient consequences.